Event description:
Customer reported receiving an error 3 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Although it is unknown if the meter was set to the correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Customer returned freestyle with serial number (B)(4). Test strips were not returned. Returned meter did not power on with button depression or with strip port insertions. A blank screen was observed. Software failure was found causing unit not to turn on. Because the meter could not be powered on, memory overwrite could not be confirmed. This issue was identified during product testing and does not appear to be related to the reported event.